Event description:
The customer reported that the ventilator has an intermittent power issue. The customer reported that the unit turning itself on, not turning on, not turning off. The customer reported there was no patient involvement.